Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. In addition, the formed needle was found to be exposed in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the formed needle and slide retract which indicates that the hard cannula was improperly installed. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 495 mg/dl. As treatment, the patient removed the pod and administered a bolus of 6.8 units of insulin.